Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius technical services she needed to discontinue a pd treatment as she was coughing up blood, and an ambulance was in route. There was no specific allegation that these events were related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s outpatient clinic, it was reported this patient was hospitalized on (B)(6) 2025 with hemoptysis attributed to a lower-lobe pneumonia and hematemesis attributed to gastroesophageal reflux disease with esophagitis, gastritis and duodenitis. It was reported that the patient¿s pneumonia was unrelated to pd therapy and the use of any fresenius product(s) or device(s). The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of admission. The patient expired on (B)(6) 2025 due to a cardiac arrest while hospitalized. The patient was not actively dialyzing at the time of death. Additionally, it was reported that the patient's cardiac arrest and subsequent death were unrelated to dialysis or the use of any fresenius product(s) or device(s). Upon additional follow up, the peritoneal dialysis registered nurse (pdrn) noted that the patient has a history of esophagitis, gastritis, and duodenitis, and experienced episodes of gastric bleeding prior to starting pd therapy. The pdrn also stated that the patient had pneumonia and was under treatment for pneumonia before initiating pd therapy. Despite antibiotic treatment, the pneumonia remained unresolved. It was emphasized that since the gastric bleeding and pneumonia were present before pd therapy began and as the pneumonia was not due to fluid retention, it is believed the events are not related to pd therapy or fresenius products.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius technical services she needed to discontinue a pd treatment as she was coughing up blood, and an ambulance was in route. There was no specific allegation that these events were related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s outpatient clinic, it was reported this patient was hospitalized on (B)(6) 2025 with hemoptysis attributed to a lower-lobe pneumonia and hematemesis attributed to gastroesophageal reflux disease with esophagitis, gastritis and duodenitis. It was reported that the patient¿s pneumonia was unrelated to pd therapy and the use of any fresenius product(s) or device(s). The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of admission. The patient expired on (B)(6) 2025 due to a cardiac arrest while hospitalized. The patient was not actively dialyzing at the time of death. Additionally, it was reported that the patient¿s cardiac arrest and subsequent death were unrelated to dialysis or the use of any fresenius product(s) or device(s). Upon additional follow up, the peritoneal dialysis registered nurse (pdrn) noted that the patient has a history of esophagitis, gastritis, and duodenitis, and experienced episodes of gastric bleeding prior to starting pd therapy. The pdrn also stated that the patient had pneumonia and was under treatment for pneumonia before initiating pd therapy. Despite antibiotic treatment, the pneumonia remained unresolved. It was emphasized that since the gastric bleeding and pneumonia were present before pd therapy began and as the pneumonia was not due to fluid retention, it is believed the events are not related to pd therapy or fresenius products.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.